Manufacturer narrative:
Failure (event) observed during analysis. External insulation abrasion was noted at 6.7-7.0cm from the distal end, consistent with lead friction to another device. The etfe coating was intact at this location. (B)(6).

Event description:
This report is to advise of an event observed during analysis.